Event description:
Customer reported horizontal gas breakthrough on patient's flap during flap creation. It did not require surgical intervention to successfully complete the surgery. No further information provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as laser system is not an implantable device. Section d6b: if explanted, give date: not applicable, as laser system is not an implantable device. Section h3: the system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Correction: upon further review on july 18, 2024, it was noted that section h4 device manufacture date was submitted as sep 29, 2006 on the initial MDR, but should be sep 26, 2006. Therefore, it is captured in this supplemental report. The following field has been updated accordingly: section h4: device manufacture date, sep 26, 2006. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.